Manufacturer narrative:
The medical device problem code was updated. The investigation determined the issues identified by the fse (clogged sipper and vacuum nozzles) were the root cause of the event. The service actions resolved the issue.

Manufacturer narrative:
The electrode lot numbers with expiration dates were not provided. The field service engineer (fse) found partial blockages on the nozzles. The fse unblocked the nozzles, unlocked the vacuum nozzle, and flushed the sipper nozzle. The fse noted the tip of the sample probe was dirty and replaced it. Ise and precision checks were acceptable. Calibration and qc were successful. Correlation testing was performed with patient samples. The customer had no further issues after the service visit.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) and chloride (cl) on a cobas pro ise analytical unit. Patient 1: the initial na result was 130.7 mmol/l. The repeat result was 138.7 mmol/l. The initial cl result was 119 mmol/l. The repeat result was 104.5 mmol/l. Patient 2: the initial cl result was 116.2 mmol/l. The repeat result was 103.6 mmol/l.